Event description:
Reportedly, a piece of metal from the top of the sulu came lose, when pulling the instrument of the pt cavity. As a result, the piece of metal tore a small piece of the lung tissue. Therefore, another sulu was used as an intervention to address the torn lung tissue. Procedure: vaginal hysterectomy. Pt status: no pt injury reported.